Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with the door of pump 1 broken was confirmed by baxter service personnel. Visual inspection showed a broken door on pump 1. The assignable cause of this condition was not determined by baxter service personnel. The door assembly was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a flo-gard infusion pump with the door of pump 1 broken. It is unknown when, or in which care area, this event occurred. The facility representative stated that there was no patient injury reported. There was no information provided on whether or not a patient was involved. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with "door of pump 1 broken" was confirmed and repaired by baxter service personnel onsite at the customer facility. The cause of the reported condition was determined to be physical damage to the door. The pump head door assembly was replaced to correct this condition. Additional information: a service history review revealed no previous service events were related to the reported condition.should additional information be received, a follow-up medwatch will be submitted.